Event description:
Consumer stated the pink plastic material fell out and made her gag/went down her throat. It was determined that two of the plastic elastomer bristles fell off, one fell out on her tongue.